Event description:
The haptic bent during the insertion of the lens into the pt's eye. Another lens was used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2008-00296 for the delivery device used with this intraocular lens.